Event description:
It was reported that a patient experienced increased stimulation sensation with positional movement on (B)(6) 2013. This stopped after about two months and then recurred again in (B)(6) 2015. The stimulation sensation became very ¿positional¿ like it was when the patient first got it. The patient experienced a ¿big jolt¿ when she moved her head. It was also reported that the stimulation did not seem as strong as it used to be. There was no patient outcome reported with this event. Follow up is being conducted to determine this information. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).